Event description:
It was reported that the patient experienced a low glucose event of 64 mg/dl while using the ilet pump, corrected with oral glucose tablets, and the patient believed the event occurred as the system was still learning their insulin needs; no device component concern was identified and available information about a device problem was insufficient. Symptoms included hypoglycemia with shakiness and sweating. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.